Manufacturer narrative:
Correction device available for evaluation?/device evaluated by MFR? The reported event that handle insert, ao ratchet, cannulated was alleged of instrument breakage identified out of surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Rep reported that during a medical procedure, the vari ax 2 handle came apart and all pieces came out. As the pieces broke the sterile field, a new device had to be pulled from the tray. Rep reports there was no surgical delay, and there were no adverse affects to the patient. Per hospital policy, no patient information beyond age and gender. Branch has the product available for return.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Rep reported that during a medical procedure, the vari ax 2 handle came apart and all pieces came out. As the pieces broke the sterile field, a new device had to be pulled from the tray. Rep reports there was no surgical delay, and there were no adverse affects to the patient. Per hospital policy, no patient information beyond age and gender. Branch has the product available for return.